Event description:
It was reported that a pump has a system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation could not reproduce the reported system error 105. Review of the history log confirmed the reported system error 105. Evaluation found a seizing motor. The motor assembly was replaced.